Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The insulin pump alarmed flow block alarm. The infusion set cannula was bent because the insulin pump wasn't alarming and customer finally took out the site and it was completely bent over and insulin had been pooling up on her skin. The customer did not get symptoms due to high blood glucose. The customer did not provide information about treatment. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that the serter was not working correctly anymore. The insulin pump will not be returned for analysis.